Manufacturer narrative:
(B)(6). Patient weight is unknown. Exact date of post-operative non-union is unknown. This report is for one (1) unknown expert spiral blade end cap. (Other): without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant end cap were not provided. However, a possible 510k is k033071. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to a secondary fracture and non-union. The patient originally sustained a fracture of the left humerus following a fall in (B)(6) 2015. The injury was treated on (B)(6) 2015 with the insertion of an expert humeral nail, a spiral blade, an end cap, and a 4.0mm locking screw. On an unknown date in (B)(6) 2016, the patient suffered another fall and re-fractured the left humerus. The new fracture was distal to the previously implanted humeral nail. The distal fractured bone, below the nail inserted, healed appropriately; however, the humerus bone that contained the original humeral nail had not (non-union/delayed healing). As a result, the patient was returned to the operating room on (B)(6) 2016 for an open reduction internal fixation (orif) procedure utilizing a 6-hole humeral plate with bone graft. The surgeon noted that the original nail had maintained good position and that removal was completed without issue. Post-operatively, the patient was noted to be in stable condition. This report is for one (1) unknown expert spiral blade end cap. This report is 3 of 4 for (B)(4).